Event description:
It was reported that the system displayed a communication error and locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced. The boards and connectors wer reseated during the service call. The system was tested and found to be working as intended and put back into service.